Manufacturer narrative:
(B)(6) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to the (B)(6) medical that the 3100 a vent keeps stopping and the hertz was fluctuating. The customer confirmed that there was no patient involvement associated with the reported event.